Event description:
No blood glucose levels reported. The customer reported a motor error alarm from the insulin pump multiple times. The customer also reported that the insulin pump alarmed no delivery multiple times. The customer also reported that the insulin pump would only deliver 7/10th of a unit. Troubleshooting was not done. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please refer to manufacturer's report no. 3004209178-2015-80860.